Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Manufacturer report numbers: 2184149-2021-00287, 2184149-2021-00286. During the procedure, after booting on the system, pacing was performed and successful measurement and patient diagnosis was done. After pressing the ablation button, a hardware malfunction message appeared on the system monitoring screen: "nmi: parity check / memory parity error. The system has halted" and the system could not operate as intended. The dws and the cpu were restarted, but the issue persisted. After overall patient condition assessment, it was decided to stop the procedure. There were no adverse patient consequences to the patient due to these issues. Product replacement is not possible for this customer, so no equipment will be returning for investigation.